Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3, reference MFR report: 3008829311-2018-00220, reference MFR report: 1627487-2018-06898. It was reported that the patient experienced ineffective therapy. Troubleshooting was only able to provide a temporary solution. The leads were tested and confirmed high impedance. As a result, surgical intervention was taken on (B)(6) 2018 wherein the ipg was replaced. Issue has been resolved.

Event description:
Device 2 of 3: reference MFR report: 1627487-2018-06898 , reference MFR report: 1627487-2018-0. Additional information indicated the issue was resolved via dermatomal coverage being obtained. The lead has normal impedance.